Event description:
The pt was revised. The reason for revision was not provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be reopened.

Event description:
**Update** medical records received (B)(4) 2013. Revision operative report indicates the following: acetabular loosening; pain; upon penetration of the capsule, there was a burst of clear fluid; tissue debris within the head; upon removal of the acetabulum, there was noted to be a particulate-type of fibrous tissue within the acetabular bone; some significant defects within the superior posterior aspect of the acetabular wall. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigation closed.